Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced prolonged high blood glucose readings of 400 mg/dl and contacted support requesting a cartridge change; the agent advised a full supply change due to a suspected infusion set delivery issue because glucose had remained elevated despite insulin on board. Customer care provided remote support that included technical troubleshooting education. Investigation of this case revealed no confirmed device malfunction and insufficient evidence to attribute the event to a specific component. Symptoms included fatigue, irritability, dizziness, weakness and blurry vision. Outcomes included eventual return of blood glucose to range later the same day per device data. It was concluded that the hyperglycemia cause was unclear and that education on full set changes when persistent hyperglycemia occurs was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.